Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery in 2008. One month post-operatively, the pt presented with glare, halos and starbursts. Two (2) months post-operatively, the pt is reported to be very photophobic. The pt is prescribed topical steroids a few days later. The pt reported feeling pain and additional topical steroids were prescribed. At approx one month later, pt was still photophobic, but getting better. Uncorrected visual acuity (ucva) at this point was 20/40 on the right (od) eye and 20/30+2 on the left (os) eye. At about 2 months later, pt experiences some trauma to the od eye after opening a car window, and was diagnosed with corneal erosion. Due to this incident, the pt presented with pain, watering, light sensitivity and his vision dropped to 20/70 od. Two days later, a bandage contact lens was placed and mild keratitis is noted. A few days later, the bcl was removed and signs of improvement were noted - light sensitivity was getting better. Last ucva recorded was 20/80 od at about one month later.

Manufacturer narrative:
The preventive maintenance (pm) records were reviewed for this laser, and showed that a pm visit was performed in 2008. At the pm visit, the laser performed within specifications. A clinical development specialist (cds) has been in contact with the site since the report of this event, obtaining pt status and attempting to determine a potential root cause for the photophobia. Although the root cause was not identified, the cds indicated that although the bed energy was low on the laser and the lifts were with some resistance, the surgeon was reluctant to change the bed energy. She did however, proceed to adjust the side cut spot and layer, and the side cut energy.